Event description:
It was reported that a remote transmission showed non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.